Event description:
It was reported, that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. Customer¿s blood glucose (bg) level was 500 mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.